Event description:
It was reported that the ilet was operating in bg run mode and dosing was expected to stop, while attempts to pair a dexcom g7 sensor failed despite a pairing code having been entered and no other devices connected, consistent with intermittent communication failure involving the cgm connection; the responsible device was not identified, and troubleshooting included toggling the cgm and restarting the ilet with time allowed for pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the system components, consistent with intermittent communication failure, with device components relevant to electrical and magnetic functions and the antenna implicated. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related factors.